Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced recurrent premenstrual blood glucose volatility, with values ranging from the 50s to 300s during the two days preceding menses, resolving within hours of cycle onset; the user alternated between angled and standard infusion sets and reported the ilet and mobile app were up to date. Symptoms included hypoglycemia with associated nausea, vomiting, and difficulty maintaining normal oral intake, as well as periods of hyperglycemia and emotional stress during these fluctuations. Outcomes included transient, non-serious effects on daily activities due to repeated carbohydrate treatments and interrupted meals, without emergency care or hospitalization. Investigation included review of device logs and technical consultation by clinical, engineering, and medical teams. Investigation of this case revealed no device alarms beyond routine notifications, with no identifiable device malfunction and a temporal relationship to menstrual cycle changes. It was concluded that the event involved alternating hypo- and hyperglycemia with a cause not determined and no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.